Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, short v-v intervals and a polarity switch. It was noted that the thresholds were elevated since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.